Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged 3-days post-implant. There was no sensing and no capture. The patient experienced diaphragmatic stimulation. The lead position was revised and the lead remains in use. No further patient complications have been reported as a result of this event.